Manufacturer narrative:
This report is being supplemented to provide additional information as reflected on b5.

Event description:
An olympus representative confirmed that the procedure done was an endoscopic retrograde cholangiopancreatography.

Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number to (B)(4).

Manufacturer narrative:
The suspect device has not returned to olympus, and it is not possible to clearly identify what caused the distal cover to fall off. It is confirmed that if the distal cover can be attached correctly according to the procedure in the manual, it will not come off from the tip of the endoscope. Since the actual item that fell off has not been returned, it is not possible to confirm how it was actually attached to the scope, but from the above information, the following can be inferred. - due to insufficient attachment, the distal cover was easily removed from the scope. In addition, the actual product is considered to have satisfied the specifications. User handling is suspected to be the cause based on the following: - as a result of the operation confirmation, it was confirmed that if the distal cover was attached in the correct procedure, it would not come off from the tip of the endoscope. -as a result of the labeling review, the instruction manual describes insufficient attachment as a handling factor that causes the distal cover to come off. According to the information provided regarding this handling, it is known that the pre-use inspection was inadequate, and this factor cannot be completely denied. The actual product satisfies the specifications based on the following: - as a result of the type test, olympus verified that the distal cover does not come off from the tip of the endoscope in the evaluation at the design change, and confirmed that the product satisfies the specifications. - in the parts supplier's inspection, after attaching the distal cover, apply a load of pushing and pulling to the distal cover, and confirm that there is no damage such as tearing or chipping, displacement of the attachment position, or falling off. Since the actual product has not been returned, it is not possible to confirm the reconfirmation using the actual product. Olympus confirmed the operation by following the pre-use inspection procedure described in the instruction manual using a product of the same structure owned by the legal manufacturer. As a result, olympus confirmed that the distal cover did not come off from the tip of the endoscope. (Lot used for confirmation: h2831). When a design changes, olympus evaluates the quality of the design change product and verify that "the distal cover does not come off from the tip of the endoscope during use.". The parts supplier performs a sampling inspection on 3 parts for each production lot. After attaching the distal cover, push and pull loads are applied to the distal cover to confirm that there is no damage such as tearing or chipping, displacement of the attachment position, or drop off. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was released in accordance with the specifications. It is assumed that the distal cover fell off due to insufficient attachment to the scope. It was confirmed that the attachment procedure and handling precautions for this factor are described in the instruction manual as follows: see attachment procedure and warning column in section 9.3, "put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿ "detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination.". The section 9.3, "attaching the distal cover" also notes to "please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation.". Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported to olympus on behalf of the customer that the single use distal cover fell off from the evis lucera elite duodenovideoscope during an unspecified examination and fell into the patient's body. After the procedure was completed, the customer noticed that the distal cover had fallen off when the endoscope was removed and consequently, reinserted the endoscope to retrieve it. The distal cover was found in the descending duodenum. There was no harm or user injury reported due to the event. It was further reported that there was no mucosal collection at the tip of the scope. The tip cover was checked for cracks after the procedure. There were no abnormalities noted in the scope before and after the procedure. The medical staff reportedly does not inspect whether the tip cover is installed correctly after installation and before insertion, especially for cracks. The physician is skilled in terms of endoscopic retrograde cholangiopancreatography history. This event is reported under the following related patient identifiers: (B)(6) - single use distal cover; (B)(6) - evis lucera elite duodenovideoscope. This medwatch is for (B)(6).